Manufacturer narrative:
Insulin pump passed self test and displacement test. Hardware low level failures error confirmed in pump history with variable (003) due to cold solder joint at u1 keypad assembly. Unit received with stained serial number label. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failures. The customer¿s blood glucose level at the time of the incident was 101 mg/dl. The pump reported hardware low level failure alarm 3 times during self-test. No further information was given. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will not be returned for analysis.